Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus singapore (osp). Osp checked the subject device and found that the reported phenomenon was duplicated due to the failure of the display buttons and the printed-circuit board. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc surmised that the reported phenomenon was attributed to the failure of the printed-circuit board or the influence other than the device. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, on (B)(6) 2021, it was found that the endoscopic image was not displayed when the subject device turned on. There was no report of patient injury associated with the event.